Event description:
As reported, while opening the sterile package of 3dmax mid small debris like black dots was observed. It was reported that the new product was used to complete the procedure and there was no patient injury.

Manufacturer narrative:
As reported, small debris like black dots was noted in the sterile package of 3dmax mid. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot (B)(4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As reported, small debris like black dots was noted in the sterile package of 3dmax mid. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. The sample evaluation confirms there is "foreign" material (small, black matter and free floating) present on the clamshell tray of the 3dmax mid mesh. Based on returned sample evaluation performed, the reported condition is confirmed as manufacturing related. Awareness notification was provided to all appropriate manufacturing personnel. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, while opening the sterile package of 3dmax mid small debris like black dots was observed. It was reported that the new product was used to complete the procedure and there was no patient injury.